Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered an additional bolus request. At the time of the call, the customer's blood glucose (bg) level was 180 mg/dl. During a follow-up call, the customer reported bg level was 122 mg/dl. Review of the pump history showed that two bolus requests had been administered. The customer acknowledged the information and reported meaning to deliver only one bolus. The customer reported being fine and that the pump was working as intended.